Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds, which led to prevention of appropriate detection and mode switches. The rv lead remains in use. No patient complications have been reported as a result of this event.